Event description:
The facility reported an infusion pump with "intermittent silent shut down/no alarm" during patient use. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, medical intervention, medication involved, or set up of the infusion device.